Event description:
It was reported by the customer that a leaking catheter was found, with a hole located at the base near the catheter's hub, requiring the clinician to replace the line. No adverse event or serious injury noted.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.